Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump passed all functional test, including prime, displacement, rewind, basic occlusion, occlusion, and excessive no delivery alarm test. Unit had scratched display window and cracked battery tube threads.

Event description:
It was reported that the customer was driving and she was in a car accident due to high blood glucose. Customer's blood glucose reading at the time of the accident was over 200 mg/dl. Caller stated that the insulin pump is scratched and unable to read the display window. Nothing further was reported.